Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a possible perforation due to a dislodgement of the right ventricular lead. The lead also had high threshold and no capture. The lead was capped. During the replacement procedure, a lead was attempted but not used due to a helix issue. Another lead was implanted. No further patient complications have been reported as a result of this event.